Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. Keyboard test confirms that the down arrow key was not responsive. The reported event was reproduced. Device housing was replaced and sent to brézins for further investigation. Front housing was confirmed as being defective as the arrow down key was not functional. Internal check could not find any trace of infiltration or oxydation. The button was likely unresponsive due to a weakness of the matrix of the key. To our knowledge this complaint was not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Keypad (down button not functioning).